Manufacturer narrative:
Sorin group (B)(4) manufactures the 3t heater cooler 16-02-80. 16-02-82 is the same heater cooler as 16-02-80 but is distributed in the us and has a different power supply. The 510(k) number for 16-02-82 is k052601. The incident occurred in (B)(6). This report is filed on behalf of sorin group (B)(4). Sorin group received a report that the heater cooler fan and circuit 1 were defective and circuit 2 was noisy. There was no patient involvement. The investigation is on-going. A follow-up will be submitted when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the heater cooler fan and circuit 1 were defective and circuit 2 was noisy. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler 3t system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative identified leaky drain valves on both the patient side and the cardioplegia side. A patient bridge replacement was also necessary, as the stirrer motor was noisy, and the foam insulation had dissolved and needed replacement. Due to the age and extensive repairs required, it was decided that it was not economical to return the device to livanova (B)(4). The customer has not requested further service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) will continue to monitor for trends related to this type of issue. Repair not economical.